Manufacturer narrative:
(B)(4).

Event description:
It was reported that the threads of the screw were broken during an acl reconstruction procedure. A backup device was available to complete the procedure without delay. No patient impact.

Manufacturer narrative:
Device investigation narrative - one (B)(4) biosure 7x30mm ha screw reported on. There was no product in the carton upon receipt. Request was sent to customer for verification that product was shipped. Their response was that the ¿the distributor said they put the broken screw into the carton.¿ the ¿final disposition¿ of the investigation is being listed as ¿npr¿ no product received. This situation is attributed to the logistics; multiple exchange of hands and travel modes, involved in product returns. Lack of securing product carton flaps has been a culprit in the past. There was chart stick labels for this product/lot inside the carton. There was also chart stick labels for product 7207324 lot 50524178. No further investigation warranted. Device manufacturing records evaluated by the manufacturer. Evaluation codes updated. (B)(4).